Event description:
A malfunction was reported when the customer experienced a pump error indicated by the code malf 16, which could not be reset. There was no adverse impact on the customer's blood glucose level. The customer was informed that the pump needed to be replaced, and proceeded to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed the customer's shipping address, instructed the customer to let the battery deplete before transport, and requested the return of the defective pump using a prepaid shipping label and return box within 10 days.